Event description:
My surgeon used the medtronic infuse. It caused me significant pain. It required me to see a doctor frequently after the surgery and I am constantly worried about whether things will get worse.